Manufacturer narrative:
On (B)(6) 2019, implanting clinician contacted the cr to report that one of the stimulators had fractured during the explant operation. The implanting clinician aborted the explant and patient was referred to a neurosurgeon to explant the remaining part of the fractured stimulator. The patient never followed up with the neurosurgeon for removal of the broken device. On (B)(6) 2020, cr reported that implanting clinician requested a stim-q neurostimulator to use as a reference to the neurosurgeon. On (B)(6) 2020, patient met with implanting clinician's partner and determined there were no further complications since the fractured stimulator. The appointment for explant of remaining part of the fractured stimulator is scheduled for (B)(6) 2020. Cr reported that the patient requested to have the stimulators explanted due to scaring and patient was experiencing physical discomfort during sex. On (B)(6) 2020, complaint specialist, reviewed sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of tissue damage, physical discomfort, or fractured stimulator is evident for swo180808 and swo180717, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue.

Event description:
Stimwave quality has investigated the details for a report of tissue damage (scaring) and physical discomfort resulting in an explant that fractured the stimulator reported to stimwave on (B)(6) 2019, by clinical representative (cr), in the united states. Cr became aware of this issue on (B)(6) 2019.